Event description:
It was reported that the swivel adaptor of the mayfield skull clamp (a1059) moved after it was locked. As a result of this incident the surgeon needed to re-pin the patient. The patient did not incur an injury as a result of this event.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.